Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported via merlin.net transmission non-sustained lead noise due to post-paced t-wave oversensing. The patient was asymptomatic. The recommended programming changes were made. Device remains implanted.

Event description:
New information notes that via remote transmission non-sustained lead noise due to t-wave oversensing was once again observed. Programming changes were recommended.